Manufacturer narrative:
Lot#: this information has not been provided. Additional information has been requested. Investigation could not be concluded. No conclusion can be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt advised she was implanted with n-hance rods and pangea screws. On an unk date she was advised that her hardware had 'defaulted' or 'fell apart'. The pt underwent revision surgery and the devices were removed. This report is #3 of 10 for the same event.